Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and acquired sepsis manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the events. The cause of the peritonitis and sepsis were unknown. Treatment rendered for the events was not reported. It was not reported if the patient was recovered from the events. Dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.